Event description:
Device malfunction: none. Symptoms/ae: embolic protection device was snared for removal. Time of symptoms/ae: during the procedure. It was reported that during a carotid artery stenting procedure, reportedly, the embolic protection device was advanced distal to the target lesion over the spartacore guide wire. After implanting the stent and post-dilation, the retrieval catheter was positioned. When the guide wire and the embolic protection device were attempted to be pulled back into the retrieval catheter, the filter basket remained in place. The filter basket was snared and pulled into a guiding catheter removing it from the patient. The patient did not experience any adverse sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.